Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the unit was delivered to the customer on january 22, 2019. The legal manufacturer reported that the cause of the reported event cannot be determined. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that the detached coupler was caused by the user. The legal manufacturer presumed that lens coupler had detached due to impact such as the user dropping the device. The legal manufacturer reported that with regard to the detached coupler and imaging noise caused by a cable unit malfunction, it was confirmed that the IFU contents describe the reported event in the operation manual. The following instructions are described in the instruction manual may have prevent the detachment of the lens coupler and image noise caused by cable unit . The detachment of the lens coupler: do not strike the camera head. The camera head may be damaged , the following are described in the instruction manual. The image noise caused by cable unit malfunction: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The camera head was returned to the service center for evaluation. The customer¿s complaint of the ¿coupler separated from the scope¿ was confirmed. The image quality was checked and found to have intermittent noise in the image due to faulty cable unit. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the coupler was removed from the scope. There was no patient involvement. No further information was provided.